Manufacturer narrative:
Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that the final implant depth was 3-4 mm. According to the physician, due to the n osecone, the severity of the ai was classified as severe. Patient anatomy did not contribute to the deployment issues.

Manufacturer narrative:
Updated data: h6 - result and conclusion codes. Conclusion: it was reported that there was difficulty releasing the valve paddles (tabs) from the delivery catheter system (dcs). Per the device training materials, the user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on delivery system while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, per the training material, if paddle fails to immediately detach do not torque (turn) the delivery system handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the delivery system forward to release the paddle. In this case it was reported that after several tries with push, and a slight turn of the dcs, the paddle finally detached from the paddle pocket. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that the nosecone and guidewire created severe aortic insufficiency, however as no procedural images were provided for review, this cannot be confirmed. It was reported that the patient was unstable due to the pressure drop. Hypotension and hemodynamic instability are known potential adverse effects per device instructions for use (IFU). They are highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Corrected data: h6 - method code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was crimped and loaded successfully. The delivery catheter system (dcs) was inserted and advanced. The dcs position was modified only in the descending aorta to have "good hat marker position". The valve was deployed, however a paddle of the valve was stuck within the paddle pocket and did not detach from the paddle pocket. It was reported that the nosecone and guidewire (unknown manufacturer) created unspecified aortic insufficiency. The patient was unstable due to the pressure drop. After several tries with push, and a slight turn of the dcs, the paddle finally detached from the paddle pocket. The patient's pressure recovered and increased. The patient was reported to be "fine". No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 10-sep-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.